Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this system, pacing impedance measurements on the left ventricular (lv) channel were 1900 ohms. However, the following day, the measurements were greater than 2000 ohms and the configuration had switched to unipolar. The vector was left in unipolar configuration. No adverse patient effects were reported.